Event description:
Our company received notice that a consumer allegedly received severe burns and scarring as a result of using a heating pad. Medical attention was sought for the consumer's injuries. Our company has received very limited info in regards to the incident that allegedly took place. Burns of this nature are most likely caused by the consumer folding, laying on, or leaning against the pad which is contrary to the instructions for proper use. Kaz USA, inc. Has been unsuccessful in our requests to have the product returned to our company for analysis.